Event description:
The information received indicated that a smart stent was to be used for treatment of a lesion in the left superficial femoral artery. The unit was flushed properly when taken out of the package. The two ports were flushed. The target lesion was 140mm long in the superior femoral artery (sfa), de novo, not calcified, diffusely diseased and non-tortuous. The lesion was pre-dilated with a savvy balloon catheter. There was a dissection and the physician decided to place the stent after the inferior results from the balloon angioplasty. The dissection was mild. The percent of stenosis prior to the balloon dilatation was unknown. The tuohy was opened up and the mandrel was back flushed, the tuohy was closed and the device inserted into the patient through a 6 french sheath. The delivery of the sds was contralateral. There was no difficulty encountered while advancing/retracking the sds towards the lesion. Upon introducing it into the patient through the 6 french sheath, the physician positioned the stent to deploy it, opened the tuohy and began to deploy the stent, but it did not deploy, as he could not pull back the sheath over the mandrel to deploy the stent. They could not deploy the pin pull. The physician removed the device from the patient and used another smart stent. The procedure was completed with no adverse event to the patient. The physician was aware that the smart stent was not indicated as a superficial femoral artery stent but chose to utilize it because it was the best for his patient. The device will be returned along with the package. The prepping and everything was done properly.

Manufacturer narrative:
During treatment of a left superficial femoral artery (sfa) lesion there was a dissection when pre-dilated with a savvy balloon catheter, reported as mild. The target lesion was 140mm long in the superior femoral artery (sfa), de novo, not calcified, diffusely diseased and non-tortuous. The lesion was pre-dilated with a savvy balloon catheter. The dissection was mild. The percent of stenosis prior to the balloon dilatation was unknown and the inflation pressure is not known. The dissection was treated with placement of a smart stent. The device is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The act of balloon dilation intentionally causes disruption of the stenosis and intimal layers with the intent of restoring luminal patency. It is standard practice to use stent implantation to stabilize the vessel after dissection is noted. Procedural and patient factors as well as vessel characteristics may have contributed to the event.